Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that there was discomfort around the left nipple. There was also a "pulse" that lasted a "couple minutes", and a "tightness" within the pocket. Attempts to obtain further information were not successful. The device remains in use. No further patient complications have been reported as a result of this event.